Event description:
It was reported that during the procedure for treatment of a de novo, stenosed lesion in the iliac artery, after performing pre-dilatation, an otw omnilink elite 35 peripheral stent delivery system was advanced without resistance, but the stent dislodged from the balloon when exiting the 6f non-abbott introducer sheath into the femoral artery. The stent was ultimately embedded against the artery wall using another omnilink stent. Using a 7 f introducer sheath, two new omnilink stents were deployed, as planned, for treatment of the target lesion. Although there was no adverse patient sequela, there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.